Manufacturer narrative:
Date of event: (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® endobronchial double lumen tube cap had come off, which had triggered an alarm from an anesthetic device, during use with a patient. The issue was observed after one hour of use after differential lung ventilation was performed. The device was tested prior to use. No patient injury was reported. The event was considered resolved. See MFR: 3012307300-2016-00692 and 3012307300-2016-00693.